Event description:
Ans received a report on 08/04/2009, that a pt with some stenosis present was implanted with an scs system the month prior. It was reported the md used a dural separator to open the cervical space and implanted two leads at the c1 arch for left neck, arm, and hand pain. On approximately two days later, the pt reported heaviness on his right side. It was reported the scs system was explanted the same day, and that the pt was in rehab. Follow-up info received from the sales representative on 08/26/2009, found that pt has improved, and is walking. The pt is in outpatient rehabilitation and has some neurological deficit. The scs system was discarded by the hospital and will not be returned to ans for eval.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.